Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for essential tremor. It was reported on some very hot days, the patient would develop a headache in the back of their head. This started sometime in 2017. This was not caused by stress and they had been drinking fluids, so they were not dehydrated. They've experienced light-headedness and has been feeling very weird with the recent heat wave. The heat was very bad yesterday and they could hardly move. They were not sure if it was related to the dbs system. No further complications were reported as a result of this event.